Event description:
The reported stated that the ligasure atlas was used in the obstetrics or to seal and divide tissue, but the surgeon had difficulty in opening the jaws of the device. It was released and then this happened a second time. This time the device was pulled from the round ligament, and the ligament was torn.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.